Event description:
The pt was a (B)(6) male, weight (B)(6). The pt had an initial application of the device, primatric, to treat an ulcer on the lateral left forefoot. The date of the implant was (B)(6) 2011. On the same date a second ulcer on the same foot was observed with 3.5 tunneling. An x-ray on (B)(6) 2011, demonstrated osteomyelitis of the left foot. On (B)(6) 2011, surgery was performed and the pt received a forefoot amputation and was hospitalized until (B)(6) 2011. The physician indicated that the device, primatrix, was likely not the cause of the amputation.